Event description:
It was reported to boston scientific corporation that a lynx suprapubic mid-urethral sling system was implanted on (B)(6) 2010. According to the complainant, the patient experienced an unknown injury. According to the physician¿s office, the patient was seen in (B)(6) 2012 and complained of recurrent incontinence and urinary leakage and pain during intercourse. In (B)(6) 2012, the patient was seen again and had the same complaints. The patient was examined and the physician did not identify any problems. The patient was referred to a specialist and has not been seen since. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.